Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she was told there was nothing that could be done. She turned the device off and her doctor ordered some pain cream for her neck and the pain in her left side. She kept the scs therapy off and didn't have burning in her neck.

Event description:
On (B)(6) 2016 (B)(4): the patient reported she was in a car accident and since then, she has a lot of pain down her right side and stated "since then I haven't been able to get the stimulation on the right side right at all and it burns on the bottom of my neck and the doctors did some xrays last week and they didn't see anything about the wires being out of place but they mentioned whiplash or scar tissue so they told me to call to make an appointment for reprogramming". The onset of the loss of therapy and symptoms was considered sudden in nature. The indication for therapy was non-malignant pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.